Event description:
It was reported that tip breakage occurred during use with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter (french translation), "when preparing the IV treatment in the syringe: the hcw removed the product from the ampoule equipped with a rubber tip by pulling on the piston (he did not force to take the product in), the tip of the syringe got broken. Consequence: no consequence for the patient, the hcw received the product on its outfit."

Manufacturer narrative:
One photo and one ample were provided to our quality engineer for investigation. Upon visually inspecting the product, the syringe barrel is noted to be broken and the barrel edge. A device history record review did not reveal any quality issues during the production of lot number 1906227 that could have contributed to the reported defect. Product undergoes both visual and functional testing throughout the manufacturing process to ensure the quality and functionality of the device. Based on the available information we were not able to identify a root cause related to our manufacturing process at this time. Manufacturing personnel have been made aware of your experience to increase awareness of this matter. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. It has been received 1 used sample of 50 ll lot 1906227 and 1 picture for investigation. Upon visual inspection of the sample and picture received, it can be observed the syringe barrel is broken at the barrel edge. DHR of lot 1906227 has been reviewed not finding any annotation or deviation regarding the alleged defect. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1. Visual inspection - molding: 2 injections per shift. - printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. - assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. - primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. - secondary packaging: 1 shelf-package per pallet. 2. Functional inspection: - printing: once in the first pallet and once in last pallet of the lot. - assembly: once in the first pallet and once in last pallet of the lot. - primary packaging: once in the first pallet and once in last pallet of the lot. Since no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, the root cause of the alleged defect cannot be determined. Based on all the preventive measures and our stringent in ¿process inspection plan, we are certain that this should be an isolated issue and any recurrence is really unlikely based on no quality notification was opened during manufacturing process of this lot. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tip breakage occurred during use with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter (french translation), "when preparing the IV treatment in the syringe: the hcw removed the product from the ampoule equipped with a rubber tip by pulling on the piston (he did not force to take the product in), the tip of the syringe got broken. Consequence: no consequence for the patient, the hcw received the product on its outfit."